Event description:
It was reported on (B)(6) 2026 that patient faced infusion set cannula got bent, it cause high blood glucose level to 459 mg/dl which was treated with insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380 name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 u.s.